Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the "cuff is drilled/pierced". The patient was decannulated.

Manufacturer narrative:
Additional information: h6 d10 concomitant product: 6cn75a, 6cn75a 7.5mm trach tube w tg cuff x1 (lot#22a0137jzx); 8cn85a, 8cn85a 8.5mm trach tube w tg cuff x1 (lot#21i0366jzx); 8un85r, 8un85r 8.5mm adt flex trach cufflessx1 (lot#202203066x); 8cn85a, 8cn85a 8.5mm trach tube w tg cuff x1 (lo t#22e1152jzx) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cuff was torn in two places. A dimensional test was performed for single wall thickness and this reading was within specification. Functionally, an inflation/deflation test was performed using a syringe. Air was applied to the cuff, and it was observed that the cuff deflated immediately. It was reported that during procedure, the "cuff was drilled/pierced". The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the cuff was torn in two places. A dimensional test was performed and the single wall thickness measured was within specification. Functionally, an inflation/deflation test was performed using a syringe. Air was applied to the cuff and it was observed that the cuff deflated immediately. It was reported that the cuff had a tear in it. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Replication of this observation can occur when the device cuff comes in contact with sharp tools/surface/bone anatomical structure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: ordinarily, cuff pressure should not exceed 25 cm of h2o. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. Consult with the attending physician. Test each tube¿s cuff, pilot balloon, and valve by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. Cuff inflation should be checked on a regular basis, and replacement tracheostomy tubes should be kept at bedside. The tracheostomy tube and obturator are single patient use medical devices. Duration of single patient use should not exceed twenty-nine (29) days. Covidien does not recommend and has not substantiated use of these devices beyond the 29-day time frame. Decisions about tracheostomy tube changes should be made by the responsible physician or designate using accepted medical techniques and judgment. To ease insertion and to guard against cuff perforation from sharp edges of cartilage, taper back the cuff by deflating the cuff and gently moving it away from the distal tip of the cannula toward the neck plate as the residual air is removed by deflation. When tapering the cuff, do not use sharp instruments that would damage the cuff, such as forceps or hemostats. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.